Event description:
It was reported that during a stent procedure, the stent was advanced to the intended lesion in the right coronary artery, but would not successfully cross the lesion. The stent was pulled back and into the guiding catheter. It was noted that the stent had come off of the balloon. The stent was snared from the patient. There was no patient injury reported.